Manufacturer narrative:
Returned device was sent to vendor for evaluation, pending investigation result. (B)(4).

Manufacturer narrative:
The product was sent to (B)(4) medical for evaluation and confirm the customer complaint for the foot piece breaking off. The shaft pivot pin has had the head pulled thru the foot plate. A corrective action was opened and previously completed to address this issue. This product was manufactured in (B)(6) 2008 and predates the design change. The eco was approved on (B)(6) 2009 and the fmea was implemented on (B)(6) 2009. No further investigation is required.

Event description:
The patient was under anesthesia, the foot piece on the leg holder cracked and broke off during the procedure. Case had to be cancelled.